Event description:
It was reported that the patient with this remote communicator of this pacemaker displayed a red call doctor icon and one yellow sending wave. Troubleshooting efforts were performed; however, it was seen on the remote communicator some yellow collecting waves. Then, the product was closer to the window and the interrogation was successful. Upon review, it was noted that the right ventricular (rv) exhibited high out-of-range impedance measurements and the pacemaker triggered to lead safety switch to unipolar mode. At this time, this device remains in service and there were no adverse patient effects reported.